Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lens camera head started to heat, the picture disappeared. The incident occurred before the procedure. The surgery was cancelled and no other complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was no live video output. The device did not heat up. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed control board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.